Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the low flow alarms was not identified, however they did resolve. The site was unable to assess if the patient was symptomatic as the patient was intubated and sedated in the operating room.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed acute right heart failure approximately 1 hour after implanting the heartmate 3 while undergoing routine chest closure. The patient was hypotensive, with flows less than 1.0 with echocardiogram images consistent with right heart failure. The patient experienced low flow alarms. A temporary right ventricular assist device (rvad) was implanted by the surgeon. Further information provided that the patient had mild to moderate decreased right ventricular function by echocardiogram pre ventricular assist device (vad). It was unknown if a device related issue caused or contributed to right heart failure. The patient's flow returned to normal levels. The patient was supported with an rvad until (B)(6) 2025.

Event description:
Log files were not available.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was not confirmed, as no log files were available. The provided information indicated the patient had mild to moderate decreased right ventricular function prior to the lvas implant. The patient developed acute right heart failure during a routine chest closure, one hour after the lvas was implanted. The patient was hypotensive with flows of less than 1.0 liters per minute with echocardiogram images consistent with right heart failure. It is unknown if the patient was symptomatic as they were intubated and sedated in the operating room. It is also unknown if a device related issue caused or contributed to the right heart failure. A temporary right ventricular assist device (rvad) was implanted, and the patient's flow returned to normal levels. The patient was supported by the rvad until (B)(6) 2025. A specific cause for the low flow alarms was not determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 7 of the IFU, ¿alarms and troubleshooting¿, provide instruction on how to identify and troubleshoot low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.